Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The conical nut didn't fit the appropriate instruments. The surgeon reported an identical incident ((B)(4)) with another lot number, one month ago.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: it was reported that the reported instruments could not mate with the expedium conical nuts [product code: 1754-91-150. Lot number: arndc7]. This was confirmed through the investigation conducted by the escalation team. As a result, a health hazard evaluation (hhe) 103134971 rev 1, was conducted to address the associated patient risk. Based on the hhe harms score, this issue was escalated to the quality review board. The decision was made to recall affected lots arndc7 and arndc6. Based on the 12 month trending, all related complaints are associated with the effected recall lots. (B)(4) was opened to investigate root cause and identify any necessary corrective actions. As such no further complaint investigation actions are deemed necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.